Event description:
It was reported, the pt experienced discomfort and received inadequate pain coverage from the stimulation. Reprogramming the device was unable to resolve the issue. The entire scs system was explanted. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.